Manufacturer narrative:
(B)(4). Date sent: 5/16/2024 d4: batch # unk an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there were no problems with the device when firing. The patient is stable after the operation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? What was the exact vessel that the surgeon was firing on when the hemostasis issues were identified? Was the bleeding pulsatile bleeding or slow oozing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during a pneumonectomy, bleeding occurred immediately after the device was removed from the tissue after the after firing. The event occurred near the tip, not the root. The staple seemed to be in place. The doctor thinks the event caused by the tension, not the device. It was used on blood vessel. Taco-seal was used to stop bleeding. The amount of bleeding was about 200 cc. The procedure changed open breast transition. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. D4: batch # 838c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired with a staple mark found in the knife slot. Upon evaluation of the reload, there were noted some hairline cracks and reload deck displacement that do not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 838c21, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? No information was provided from the hospital. What is the surgeon¿s experience with the pvs device? No information was provided from the hospital. What was the approximate width of the compressed vessel? The bleeding from the caudal site of the azygos vein. The approximate width of the compressed vessel is proper size of the 30mm or 35mm stapler. Did the surgeon wait 15 seconds prior to firing? No, because of the vessel. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were there any difficulties with the device or staple formation during the initial procedure? The sales rep confirmed the video of the procedure. During firing, the bleeding occurred in the jaws. And opening the jaws, the bleeding occurred. The staples deployed on the end of the jaws, and the staples were seemed to be not deployed on the 2/3 of the tip of the jaws. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? No information was provided from the hospital. Was there calcification of tissue that impeded clamping or cutting? No information was provided from the hospital. Were there any pre-exiting patient conditions? No information was provided from the hospital. Any clips, clamps, or graspers near the area where the device was being fired? No. The uni-port vats. What was the exact vessel that the surgeon was firing on when the hemostasis issues were identified? Dr. Used the device as usual. Was the bleeding pulsatile bleeding or slow oozing? The pulsatile bleeding. The amount of bleeding was 200cc.